Manufacturer narrative:
The lot number for the device was provided and a lot history review will be performed. The sample was returned for evaluation and a rupture was identified. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124 pta balloon dilatation catheter allegedly experienced retraction problems and material rupture. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review will be performed. The sample was returned for evaluation; sample evaluation confirmed a retraction problem and was inconclusive for the reported material rupture. The definitive root cause could not be established. The device is labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124 pta balloon dilatation catheter allegedly experienced retraction problems and material rupture. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.